Manufacturer narrative:
The facility's maintenance replaced the head actuator to repair the bed.

Event description:
Alleged when CPR is used, the bed will continue into the trendelenburg position even when the CPR handle is released.